Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a shaft fracture occurred. The 75% stenosed target lesion was in the mid portion of the left anterior descending (lad) artery of average tortuosity. A 3.0x8mm taxus express2 drug eluting stent had been selected and advanced to treat the target lesion, but it was unable to cross the lesion. A shaft kink was noticed during withdrawal, the shaft fractured at the site of the kink. The device was able to be withdrawn from the patient's body. The procedure was completed with another 3.0x8mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good."